Event description:
It was reported that pump screen was frozen and did not respond to customer inputs, preventing use of touchscreen even though screen was not physically damaged. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset with guidance from technical support, but issue persisted, so pump within warranty was replaced, customer switched to multiple daily injections as backup insulin therapy, received instructions for storage mode, was informed to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and was instructed to return problematic pump using prepaid label within 10 days.